Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, using reamer irrigator aspirator (ria) ii for femur fracture, a 1mm reamer for 9mm nail was used. The surgeon was aggressively reaming with ria 2 even after being instructed on proper usage since the cortical bone was dense. A bend was placed distally near the end of the ball tip reaming rod. The surgeon still tried advancing the ria 2 but was not able to advance anymore. He then finished reaming. It was observed that if there is a bend in the reaming rod you cannot advance the reamer over the reaming rod. It was also determined that the reamer head broke because after the reamer head was retrieved there were remnants that showed up on the image in the distal femur. There was a (5) minutes surgical delay. The patient and procedure outcome were unknown. This report involves (1) 2.5mm reaming rod with ball tip/950mm-sterile. This is report 6 of 6 for (B)(4).